Manufacturer narrative:
Evaluation of unused IV sets from the same lot # is in progress. Results are not available yet. A quality alert has been sent to the contract supplier on 01/24/2017 regarding this issue.

Event description:
The user reported that "we seem to have a bad lot of primary tubing (b2-70072). We have had several (4 that I know this week) that are leaking from the base of the drip chamber. This is very concerning for obvious reasons. Fortunately, we use this tubing for saline so we don't have risk of chemo spill contamination. I do, however, worry about the sterility of the tubing and the impact of that on our patients." There were no patient injuries. The user did not capture the 4 affected sets, but sent in 37 additional ones from the same lot#.

Manufacturer narrative:
Ten returned IV sets with the same lot number were returned from the customer and were tested. No leaking was observed at the drip chamber or other parts of the IV sets were observed. The user-reported leaking issue was not duplicated and thus the manufacturer is unable to confirm the complaint.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00028).